Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide devices, are being filed under a separate medwatch manufacturer report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because all related components were not returned with the device, the scope of this investigation was very limited and the reported cuff miss/suture retrieval issue could not be confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional impala implant procedure, arteriotomy closure of the left common femoral artery was attempted using five perclose proglide devices. Reportedly, after the devices were inserted into the vessel through a 6-french sized access site, attempts were made to deploy the sutures of the five proglides devices, but when the needle plunger was removed, no suture was present on the needles. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.